Event description:
It was reported that the foley catheter was inserted and balloon inflated. Clinicians did not get any urine return so physician assumed it was inserted incorrectly. They deflated the balloon and removed the catheter but then noticed there was no tip or balloon attached. They could not locate any remnants in the bladder via cystoscope so they were sure if it was missing in the beginning or not.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "silicone too weak to withstand normal forces applied during use". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Recommended inflation capacities: 3cc balloon: use 5 cc sterile water; 5cc balloon: use 10cc sterile water; 30cc balloon: use 35cc sterile water." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter was inserted and balloon inflated. Clinicians did not get any urine return so physician assumed it was inserted incorrectly. They deflated the balloon and removed the catheter but then noticed there was no tip or balloon attached. They could not locate any remnants in the bladder via cystoscope so they were sure if it was missing in the beginning or not.